Manufacturer narrative:
This event took place in (B)(6), no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that a misalignment occurred when the position of the inion of the occipital bone was confirmed with an em pointer probe. During the procedure, it was used as it was, despite suspicion of misalignment. At a later date, when chest x-ray was taken, it turned out that there was misalignment. The inaccuracy was a 7mm left-right misalignment and occurred during navigation. After the inaccuracy was confirmed, the site inserted the screw by navigation at the position confirmed. The inaccuracy occurred on all instruments. There was no reported delay to the procedure. There was no reported impact to the patient. It was noted that it was found that the inaccuracy had occurred in the postoperative x-ray. 2021-mar-15 interface update details (for, rep) additional information was received. It was reported that the misalignment was 7 mm in the left and right direction. It was not possible to confirm whether it was in the left direction or right direction. It was noted that the patient has no problems and no further surgery is planned for re-screw.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the inaccuracy was found during the procedure and the likely cause was that the nipt was pulled without noticing and caused the gap.